Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer experienced high blood glucose levels and that there were air bubbles in the infusion set tubing, as well as a large bubble in the reservoir. The blood glucose reading was 353 mg/dl, which the customer noted had been rising. She reported that her blood glucose levels had been rising as the day went on and were high overnight. She treated with a bolus of 3.8 units of insulin via insulin pump. She stated that the air bubbles were about the side of one-eighth of an inch. Upon troubleshooting, the customer was able to remove the air bubbles out from the tubing and reservoir. She was advised to monitor her blood glucose levels and to call back if the problems persisted. She called back again later, reporting that the same infusion set had air bubbles. She requested return of the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.